Event description:
Related manufacturer reference number: 2017865-2025-27827. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, both right atrial lead and right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was stable and will continue to be monitored.

Event description:
New information received notes that the patient presented to the clinic. Upon interrogation, the right ventricle lead (rv) exhibited noise that was oversensed by the device and led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.